Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the ventricular lead exhibited intermittent capture. All other electrical measurements were normal. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.